Event description:
During a post implant follow-up, high defib impedance on the right ventricular (rv) lead was noted potentially due to a loose connection of the lead to the header. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. Visual inspection and x-ray examination of the lead did not reveal any anomalies except for procedural damage. Impedance testing could not be performed due to the condition of the returned lead. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.